Event description:
A circulatory arrest pt sustained a skin injury (second degree burn) on his bilateral scapula from the pt warming pad. The burn was treated with ssd cream. Kimberly-clark has no first-hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.

Manufacturer narrative:
Without the actual device sample, it is not possible to determine the root cause of the alleged incident.